Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Takada et al. 2025 reported a case in which the patient underwent endoscopic papillectomy (ep) for an ampullary adenoma. The lesion was resected en bloc using a snare, and the resection site was closed with clips. To prevent post-procedural pancreatitis, a 5 fr, 5 cm straight pancreatic stent with double flanges (geenen; cook medical) was placed into the pancreatic duct, along with a 5 fr, 7 cm biliary stent in the bile duct. Post-procedure imaging later revealed migration and retroperitoneal penetration of the pancreatic stent, necessitating urgent endoscopic stent removal and placement of a nasopancreatic drainage tube. The dislocation of the proximal end of the pancreatic stent into the inferior branch contributed to the development of pancreatitis with perforation. Subsequently, the patient experienced fever and abdominal pain. Perforation s=4 pain/discomfort s=2. The patient was a 73 year old man who initially presented with abdominal pain. During evaluation and follow up endoscopic examinations, he was found to have an ampullary tumor suitable for endoscopic papillectomy.